Event description:
A report was received that stated that insufficient local anesthesia was delivered when the suspect medical device was used. According to user facility, the use of general anesthesia was necessary. No additional adverse effects were reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow up report detailing the results of the evaluation.